Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. Omsc checked the subject device, and found that there were the adhesion of the dust, the wear, and the dent on the electrical contacts of the video connector. Also omsc checked the subject device in combination with the otv-s300, which had been used with the subject device when the reported issue had occurred at the user facility, the reported phenomenon could not duplicated. The exact cause of the reported event could not be conclusively determined, however, based on the above information, omsc surmised that the reported phenomenon was attributed to the adhesion of the dust on the electrical contacts due to inappropriate reprocessing by the user. Also, omsc surmised that since the subject device had been reprocessed before the returning to omsc, a certain amount of dust had been removed then the reported phenomenon could not be duplicated. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified laparoscopic surgery using the ltf-s190-5 and the otv-s300, the endoscopic image became black, then the image like sandstorm appeared, also the scope communication error e226 was displayed. The user restarted the otv-s300 however the issue could not be resolved. Furthermore, the user replaced the ltf-s190-5 to the subject device, however, the issue could not be resolved. Consequently the user replaced the endoscopic system to non-olympus endoscopic system and completed the procedure. There was no report of patient injury associated with this event.